Manufacturer narrative:
Associated voluntary medwatch form received: mw5145476. Note: product details such as serial and model were not available.

Event description:
It was reported that a high pacing impedance and high capture thresholds were observed on the right ventricular (rv) lead. Rv lead impairment was suspected. The rv lead remained in service. There were no reported patient adverse effects.